Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when performing a supply change, air bubbles were observed along the infusion set tubing coming from the cartridge. Reportedly, the customer performed the cartridge air removal step twice. The customer's blood glucose level was 156 mg/dl. Tandem technical support educated the customer regarding proper technique of air removal from cartridge. Although requested by tandem technical support, no additional information was provided by the customer.